Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. The patient¿s extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), lot: 80268.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead. Surgical intervention may take place to address the issue.the investigation was unable to determine the lead that was associated with the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the extension was explanted and replaced to address the issue.